Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported nacl 0.9% 1000 ml was programmed to infuse at 200 ml/hr (5 hour duration); however, the infusion completed in 3 hours. There was no report of patient harm.